Event description:
It was reported that on (B)(6) 2008: the patient presented with MRI results. Findings: lumbar spine mild l5-s1 degenerative disc disease, l5-s1 right subarticular zone focal disc protrusion is present. (B)(6) 2008: the patient presented with lumbar radiculopathy. The patient underwent a right l5-s1 transforaminal epidural steroid injection with fluoroscopic guidance. No patient complications were noted. (B)(6) 2008: the patient underwent MRI of the cervical spine. Findings: minor disc spur noncompressive at c5-6. (B)(6) 2008: the patient presented with low back pain and lumbar MRI results. Findings: surgical findings with non-enhancing rightward disc protrusion consistent with residual/recurrent disc at l5-s1. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; lumbar spondylosis without myelopathy; degenerative disc disease. (B)(6) 2008: the patient presented with a preoperative diagnosis of l5-s1 degenerative disk disease with recurrent l5-s1 herniated nucleus pulposus. The patient underwent the following procedures: l5-s1 posterior/posterolateral fusion; l5-s1 interbody fusion; revision right l5-s1 laminotomy/discectomy; l5-s1 posterior instrumentation; l5-s1 interbody implant; local allograft; supervision with fluoroscopy. Per the op notes, morselized local allograft bone was placed within the disk space as well as a single sponge of rhbmp-2/acs. The globus peek implant was then impacted into the disc space, packed with a single sponge of rhbmp-2/acs. Excellent fit of the implant was achieved and confirmed using intraoperative fluoroscopy. The remainder of the rhbmp-2/acs was then placed along the decorticated posterolateral bony elements to complete the posterolateral fusion. No patient complications were noted. (B)(6) 2008: the patient was discharged home. (B)(6) 2009: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine. Findings: hardware remains in good position. (B)(6) 2009: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine. Findings: hardware remains in good position. (B)(6) 2009: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine. Findings: hardware remains in good position. (B)(6) 2009: the patient underwent MRI of the cervical spine. Findings: minor non-compressive disc spur at c5-6. (B)(6) 2009: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine. Findings: hardware remains in good position. (B)(6) 2009 : the patient underwent MRI of the sacrum/coccyx with and without contrast. Impression: consistent with right posterior l5-s1 laminectomy with enhancing scar extending around the right side of the thecal sac and the right s1 nerve root sleeve. Sacrum: probable denervation changes right posterior paraspinal muscle adjacent to the sacrum. (B)(6) 2009: the patient presented with lumbar MRI results. Findings: posterior l5-s1 laminectomy with enhancing scar extending around the right side of the thecal sac and the right s1 nerve root sleeve. Postoperative l5-s1 interbody fusion and posterior fusion changes. Sacrum l5-s1 postoperative changes. Probable denervation changes right posterior paraspinal muscle adjacent to the sacrum. Normal appearing mr of the sacrum. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; lumbar spondylosis without myelopathy; spinal enthesopathy; coccydynia. (B)(6) 2009 : the patient presented with low back pain and pain radiating down into his lower extremities. Assessment: lumbar spondylosis without myelopathy; degenerative disc disease; neuritis or radiculitis due to displacement or lumbar intervertebral disc (B)(6) 2009: the patient presented with a preoperative diagnosis of cervical radiculopathy. The patient underwent a fluoroscopically assisted midline cervical epidural steroid injection. No patient complications were noted. (B)(6) 2009: the patient presented with a preoperative diagnoses of coccydynia. The patient underwent a ganglion impar sympathetic block. No patient complications were noted. (B)(6) 2009: the patient presented with low back pain, bilateral lower extremity pain and paresthesia and a history of peripheral neuropathy. The patient underwent a percutaneous implantation of neurostimulator electrodes. No patient complications were reported. (B)(6) 2009: the patient presented with low back pain radiating down into his left leg to the thigh and right leg to the heel. X-rays of the lumbar spine found hardware remains in good position. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; lumbar spondylosis without myelopathy; coccydynia. (B)(6) 2009: the patient presented with a pre-operative diagnosis of coccydynia. The patient underwent a ganglion impar sympathetic block. No patient complications were noted. (B)(6) 2009: the patient presented with cervical radiculopathy. The patient underwent a fluoroscopically assisted midline cervical epidural steroid injection with right bias. No patient complications were noted. (B)(6) 2010: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine. Findings: show hardware remains in good position ¿ no evidence of loosening at this time. No fracture, dislocation. Posterolateral fusions appear healed especially on the right. Assessment: lumbar spondylosis without myelopathy; postlaminectomy syndrome of lumbar region. (B)(6) 2010: the patient underwent a CT of the lumbar spine. Impression: postsurgical changes consistent with right hemilaminectomy at the l5-s1 level; interpedicular screws and intervertebral bone graft disc space device at the l5-s1 level; question scar within the left lateral recess and surrounding the right l5-s1 nerve root at the level of the lateral recess with no evidence of gross impingement. Question pars defect at the right l5-s1 level. (B)(6) 2010 : the patient presented with low back pain and tingling/numbness and radiating pain in right leg. The patient underwent myelogram. Findings: postsurgical changes consistent with posterior spinal fusion with interpedicular screws and intervertebral disc spacer device at the l5-s1 level with associated post-surgical changes consistent with the right hemilaminectomy. Question pars defect at the right l5-s1 level. Questionable scar involving the left lateral recess as well as entering into the right lateral recess with no evidence of gross nerve root impingement. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; degenerative disc disease; lumbar spondylosis without myelopathy; coccydynia. (B)(6) 2010: the patient underwent MRI of the cervical spine without contrast due to neck pain radiating to both shoulders and arms. Impression: minor uncinated hypertrophy at c5-6 and c6-7 without foramina stenosis on the right; canal and left foramina calibers are maintained throughout; no definite cord lesion is evident, but the t2 sequence is especially limited. (B)(6) 2010: the patient presented with low back pain with bilateral leg pain and some numbness and tingling in his right foot and toes. Assessment: lumbar spondylosis without myelopathy; cervical spondylosis without myelopathy; coccydynia. (B)(6) 2010: the patient presented with cervical spondylosis without myelopathy. The patient underwent bilateral c6-7, c5-6 facet injections with fluoroscopic guidance. No patient complications were noted. (B)(6) 2010: the patient presented with low back pain, tingling and numbness and radiating pain going into his right leg. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; lumbar spondylosis without myelopathy; lumbar radiculopathy. (B)(6) 2010: the patient underwent MRI of the cervical spine. Impression: spinal canal narrowing noted at c5-6 with slight crowding of the cord but is not compressed. There is possibly slight cord effacement; probable right foraminal stenosis at c6-7; degenerative changes are seen at the same levels on the prior exam. They have likely worsened slightly at c6-7. (B)(6) 2010: the patient presented with low back pain with radiation into the lower extremities and with MRI results. Cervical spine canal narrowing is noted at c5-6 with slight crowding of the cord, but is not compressed. There is possibly slight cord effacement. Anatomic detail is limited due to artifact. Probable right foraminal stenosis at c6-7. Quantifying severity is difficult due to the technical limitations. Degenerative changes are seen at the same levels on the prior exam. They have likely worsened slightly at c6-7, although it is difficult to quantify due to technical limitations. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc; cervical spondylosis without myelopathy; spinal stenosis in cervical region. (B)(6) 2009/(B)(6) 2009/(B)(6) 2010: the patient presented with neck pain. Assessment: cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2010: the patient presented with low back pain radiating into his right leg and into his left hip. The patient complains of numbness/ tingling especially in the right foot as well as sharp pains in the left leg. X-rays of the lumbar spine reveal hardware in good position. Assessment: neuritis or radiculitis due to displacement of lumbar intervertebral disc. (B)(6) 2010 : the patient underwent a post-myelogram CT of the lumbar spine. Findings: clear non-union with no evidence of any solid bony fusion in the posterolateral gutters or in the interbody space. Impression: post-surgical changes from l4-5 spinal fusion. The posterior elements have been left essentially intact. Despite presence of posterior endplate spurring and slight protrusion of post-surgical disc material into the right lateral recess and neural foramen. There is no evidence of right l5 or right-sided s1 nerve compression. Relative mild degenerative facet and ligamentum hypertrophy within the lumbar spine. (B)(6) 2011: the patient presented with low back pain radiating down his right leg stopping at his right heel and also in his left hip. Assessment: lumbar spondylosis without myelopathy. (B)(6) 2010/(B)(6) 2011: the patient presented with neck pain radiating into shoulder blade and arm. The patient notes occasional numbness/tingling in his fingers. Assessment: shoulder pain; cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2011: the patient presented with low back pain. Assessment: low back pain. (B)(6) 2011: the patient presented with neck pain with radiation into his right shoulder and upper arm. Assessment: spinal stenosis in cervical region; cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2011 : the patient presented with preoperative diagnoses of l5-s1 non-union and right lumbar radiculopathy. The patient underwent the following procedures: l5-s1 posterior/posterolateral fusion; revision right l5-s1 laminotomy/decompression; re-insertion of spinal fixation devices; exploration of fusion; repair of durotomy; local autograft bone. Per the op notes, no definite evidence of bony fusion was identified crossing from the l5 transverse process to the sacral ala on either side. Non-union was confirmed. Following decortication of the l5 and sacral ala transverse process, morsellized local autograft bone was rolled into the rhbmp-2/acs sponges which were then placed over the decorticated bone bilaterally. Dbx mixed allograft bone was used to augment the posterolateral fusion bilaterally. No patient complications were noted. (B)(6) 2011: the patient was discharged home. (B)(6) 2011: the patient presented with low back pain radiating into the leg with numbness and tingling. Assessment: lumbar radiculopathy; low back pain. (B)(6) 2011: the patient presented with low back pain radiating into the leg with numbness and tingling. Assessment: chronic pain syndrome. (B)(6) 2011: the patient presented for MRI of the thoracic spine. Impression: thoracic spine disc desiccation with mild loss of disc height and a shallow right central disc/sour at t7-8. No canal or foramina stenosis. (B)(6) 2011: the patient presented with neck pain with radiation into right arm down into his fingers. Assessment: cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2011 : the patient presented with low back pain with radiation down his right leg into his heel. He also reports numbness/tingling in his right calf and foot. The patient also reports range of motion problems. Assessment: lumbar radiculopathy; status post lumbar fusion. (B)(6) 2011: the patient underwent MRI of the lumbar spine. Impression: post-operative changes at l5-s1, no marrow edema. No canal stenosis or foraminal narrowing. There is edema in the paraspinous musculature with slight enhancement question post-operative change. (B)(6) 2011: the patient presented with cervical radiculopathy. The patient underwent a fluoroscopically assisted inter-laminar cervical epidural steroid injection with right bias at c7-t1. No patient complications were noted. (B)(6) 2011: the patient presented with neck pain with radiation to the right arm and right leg. He reports some tingling in the right calf. Assessment: cervical radiculitis. (B)(6) 2011: the patient presented with cervical radiculopathy. The patient underwent a fluoroscopically guided interlaminar cervical epidural steroid injection with right bias at c7-t1. No patient complications were noted. (B)(6) 2011: the patient presented with lumbar radiculopathy. The patient underwent a percutaneous implantation of neuro-stimulator electrodes (B)(6) 2011/(B)(6) 2012: the patient presented with low back pain radiating down in the right hip, thigh and leg stopping at the foot and sometimes in the right left hip. He also reports numbness and tingling in the right calf and foot. X-rays of the lumbar spine reveal the hardware remains in good position. The patient also reports neck pain radiating into the right shoulder and down the arm with some numbness and tingling in the right hand. Assessment: lumbar spondylosis without myelopathy; lumbar radiculopathy; low back pain; cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2012: the patient presented with low back pain with radiation into lower extremities with numbness and tingling in his right calf. The patient also reports neck pain and numbness and tingling in his fingers at night. Assessment: chronic pain syndrome; carpal tunnel syndrome; cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2012: the patient presented with low back pain with radiation into his right leg into his heel and left hip. He reports numbness/tingling in the right side of his calf. The patient also reported neck pain and radiating pain from his right shoulder/bicep/forearm/wrist and occasional numbness/tingling. Assessment: chronic pain syndrome; spinal enthesopathy. Cervical spondylosis without myelopathy; cervical radiculitis; headache; carpal tunnel syndrome. (B)(6) 2012: the patient presented with continued pain. Assessment: failed back syndrome. (B)(6) 2012 : the patient underwent CT of the lumbar spine due to low back and right lower extremity pain. Findings: an implant is present between the l5 and s1 vertebral bodies and there is some irregularity of the inferior endplate of l5 and to a lesser degree the superior endplate of s1. There is posterior spurring and facet arthropathy on the right producing mild foraminal narrowing. Metallic rods and pedicle screws are present securing l5-s1. Impression: there is some osseous hypertrophy and facet arthropathy on the right of the l5-s1 level producing some foraminal narrowing. (B)(6) 2012: the patient underwent a lumbar myelogram due to low back pain and right lower extremity pain. Impression: postoperative changes are present at the l5-s1 level. (B)(6) 2012: the patient presented for follow up. Assessment: failed back syndrome. (B)(6) 2012: the patient presented with low back pain radiating down his right leg to his heel and into his left hip and also complains of numbness in his right great toe. The patient also reports neck pain radiating into both shoulders and down his right arm to hand, with numbness and tingling in his right hand. Assessment: low back pain; lumbar spondylosis without myelopathy. Cervical pain; cervical spondylosis without myelopathy; headache; carpal tunnel syndrome. (B)(6) 2012: the patient presented with low back pain radiating into this right hip and down the thigh and leg, stopping at the right foot. The patient reports occasional numbness and tingling in the right calf. The patient also reports neck pain radiating into both shoulders and down his right arm to hand, with numbness and tingling in his right hand. Assessment: low back pain; cervical pain; cervical spondylosis without myelopathy; headache; carpal tunnel syndrome. (B)(6) 2012: the patient presented with neck pain that radiates into bilateral arms. He also reports numbness/tingling in bilateral arms. Assessment: cervical spondylosis without myelopathy; cervical radiculitis; carpal tunnel syndrome. (B)(6) 2012: the patient presented with knee pain and a history of pain and swelling. The patient underwent MRI of the left knee without contrast. Impression: bucket-handle medial meniscus tear with the handle component displaced into the intercondylar notch; effusion. (B)(6) 2012: the patient presented with left knee pain. Assessment: medial meniscus tear; (B)(6) 2012: the patient presented with low back pain radiating down in his right leg, down into his foot. Assessment: lumbar spondylosis without myelopathy; lumbar radiculopathy. (B)(6) 2012: the patient presented with neck pain radiating into the right shoulder area. He also reports occasional numbness and tingling in his right forearm and hand. Assessment: cervical spondylosis without myelopathy; carpal tunnel syndrome. (B)(6) 2012: the patient underwent a left knee partial medial meniscectomy and allograft acl reconstruction. (B)(6) 2012: the patient presented with left leg pain. Assessment: knee pain; acl tear; muscle weakness; difficulties walking. Patient underwent physical therapy. (B)(6) 2012: the patient presented with left leg pain. Assessment: knee pain; acl tear; muscle weakness. Patient underwent physical therapy. (B)(6) 2012: the patient presented with wrist pain. Impression: carpal tunnel syndrome. (B)(6) 2012: the patient presented with low back pain with pain radiating down his right leg to foot. The patient also reports numbness/tingling in his right foot and outside of his calf. Assessment: low back pain; lumbar spondylosis without myelopathy; lumbar radiculopathy; chronic pain syndrome. (B)(6) 2012: the patient presented with neck pain that radiates down his right shoulder to his elbow and into his left shoulder. He also reports numbness/tingling in his fingers at night. Assessment: cervical pain; cervical radiculitis; cervical spondylosis without myelopathy; chronic pain syndrome. (B)(6) 2012/(B)(6) 2013: the patient presented with low back pain and pain radiating down his right leg to his foot and into his left hip. The patient also reports numbness/ tingling in his right calf and foot/toes. Examination found loss of lumbar lordosis and decreased range of motion in flexion and extension. Assessment: low back pain; lumbar radiculopathy. (B)(6) 2013: the patient presented with neck pain with radiating pain into this right shoulder blade. The patient reports occasional numbness/tingling in his right forearm and fingers. Assessment: cervical pain; cervical spondylosis without myelopathy; cervical radiculitis. (B)(6) 2013: the patient underwent an injection into the right trapezius muscle of depo-medrol and marcaine. No patient complications were noted. (B)(6) 2013: the patient underwent MRI of the cervical spine without contrast. Impression: mild broad disc/spur complex at c5-6 with ventral cord flattening and diminished canal caliber are stable. (B)(6) 2013: the patient presented with pain radiating down the legs. The patient underwent a right l4 medial branch block, right l5 dorsal ramus block with fluoroscopic guidance. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.